Event description:
When wire was pulled back, the distal portion frayed and became lodged in the ramus. Attempts to retrieve the fragment were unsuccessful. There was a perforation and subsequent tamponade. The patient was taken to surgery for a pericardial window and then returned to the cath lab where further attempts to retrieve the fragment were unsuccessful. The pt was returned to the operating room for a CABG, removal of the wire and repair of the perforated ramus.